Event description:
The pt reportedly has been a poor performer since implantation. In february 2003, the pt reportedly was hearing intermittently. The pt was seen for evaluation. External equipment was exchanged and programming adjustments were made. Testing performed on the device was inconclusive. The pt continued to be monitored by the center. In 2004, a co rep determined that the pt's c1 device was to be explanted.